Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, plaque shift occurred. The target lesion was a de-novo lesion located in the mid left anterior descending artery with 80% stenosis and was 16 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 mm x 20 mm promus element plus study stent. Following the placement of the study stent, plaque shift into the diagonal branch was noted which was treated with balloon angioplasty reducing stenosis from 90% to 20%. Following post-dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).